Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of blood at the sensor insertion site. The customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting found that the high blood glucose was due to customer eating food customer was advised on proper insertion. Customer was advised that the pump will be replaced and to return the product for analysis. No further assistance needed.